Event description:
A customer reported to baxter (B)(4) of an elcam three way standard bore stopcock in which the stopcock developed a crack and there was IV fluid leaking at the port where it was attached to the side arm of the cordus line. The lipids or the propofol are not running in this line. This was attached to the patient for 72 hours. The process step was during use, therefore there was patient involvement. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was returned for an evaluation. A visual inspection confirmed damage to the housing and handle stops of the stopcocks. The cause of the reported condition is unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.